Manufacturer narrative:
The returned sample was examined using 10x magnification and found to be conforming. The sample was tested for penetration and found to be conforming. The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to company's acceptance criteria. The root cause could not be determined. (B)(4).

Event description:
A customer sent in a reply card reporting a dull knife was noted during surgery. There was no pt impact or add'l treatment needed for this event.